Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 1734ml, indicating the home patient (hp) drained 1734ml more than their programmed fill volume of 2300ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was aware of the patient's excessive drain volume. The nurse stated that the patient has been using 4.25% dianeal on the cycler. The patient was advised to not use this concentration on the cycler. The patient's ultrafiltrations have been evaluated by the clinic and everything looks good. The nurse stated that the patient resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). For update date of the event as it has been corrected (B)(6) 2010. Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the inreased intra-peritoneal volume (iipv) that was found in the device logs. A service history review revealed no previous service events were related to the iipv. The assignable cause of the iipv was determined to be: insufficient drain as one or more cycles advances to the next fill when slow or no flow occurred above the min drain volume threshold. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.